Event description:
It was reported that the procedure was to treat a lesion located at the level of the distal anastomosis of a venous graft. A 2.5x18 rx mini vision stent system was not able to advance on the guide wire after about 1 cm; therefore, the stent system did not enter the patient anatomy. The stent system was replaced with a new same size rx mini vision which was used to successfully treat the target lesion without issue. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided. Return device analysis revealed that there was an unknown clear substance in the lumen of the soft tip. The clear substance had a sticky appearance. Additional reported information indicates that the site was not aware of the unknown clear substance in the lumen of the soft tip. Reportedly, the stent was removed from the packaging and immediately used trying to load it onto the guide wire without success.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported blockage at the soft tip was confirmed. The blockage was caused by a clear, sticky substance at the tip of the device. The substance was submitted for fourier transform infrared analysis and the results indicated no exact matches or resemblances found to substances commonly used in manufacturing, therefore, the identity of the contaminant remains unknown. The closest resemblance found in the library was to paper tape adhesive, the origins of which are unknown. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the complaint-handling database indicated no similar incidents from this lot for the reported issue. Based on the information reviewed, there is no indication of a product deficiency or that the larger population of this lot is affected by this issue. This type of reported event will continue to be monitored per local quality system procedures.